Manufacturer narrative:
No patient information as there was no patient involved in this concern. RMA issued for replacement for a frazer suction, part 9731234. Examination of the returned part revealed the passive marker array was very loose on its rotating axis. The array still tracked with good geometry. While this issue did not result in patient harm, it is being reported because this issue could result in inaccuracy if it occurred during surgery.

Event description:
A site representative called from the site and said she had been instructed to get a replacement for a frazer suction. She did not have an indication of what was wrong with the instrument. There was no patient present.